Manufacturer narrative:
Of the 7 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that the one touch ping model pump experienced a flashing display issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-43 years of age and between 84 and 132 pounds. Of the reported patients, 2 were male, 4 were female, and 1 were unknown.